Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were discovered during the evaluation of (B)(6). The report of suspected thrombus and driveline wire damage could not be confirmed. Moreover, a specific cause for the reported elevated lactate dehydrogenase (ldh) and a direct correlation with the device could not be determined through this evaluation. (B)(6) was returned assembled with the driveline severed approximately 6 inches from the pump housing and the remainder of the driveline was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed inflow conduit (inlet tube, inlet conduit flex section, and inlet elbow), the sealed outflow graft conduit (outflow graft and outflow graft bend relief), and the sealed outflow bend relief collar were not returned. Upon disassembly of the returned pump, visual inspection of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Electrical continuity testing of the returned portion of the driveline revealed no wire discontinuities or shorts, even with manipulation of the driveline segment. The outer silicone sleeve and clear bionate layers of the driveline segment showed no evidence of damage. The metal braided shield appeared unremarkable with no areas of shield breakdown. Microscopic inspection of the underlying wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The evaluation could not confirm the suspected driveline wire damage; however, the entire length of the driveline was not returned for analysis. Following cleaning of the device, microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Functional testing of (B)(6) revealed normal pump power consumption and pressure values that were within manufacturing specification. The pump operated as intended. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27apr2016 via customer order (B)(4). The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii lvas. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. In addition, section 6 (under "anticoagulation") outlines the suggested anticoagulation regimen for patients using the device. Section 6 also addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section titled "caring for the driveline" in section 4 "living with the heartmate ii". Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. Section 5 "alarms and troubleshooting" outlines all system alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient patient had a pump exchange due to a chronic clot with elevated ldh and a driveline short to shield.